Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the self-breaking setscrew would not tighten. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visual and optical examination did not identify and deformation, crack, or fracture. Functional evaluation with go/ no-go thread gage# (B)(4) and sample m8 mas did not identify issue; set screw was able to fully engage without resistance. Unable to replicate customer concern. After visual, optical, and functional evaluation, the implant appears to be capable of functioning as intended.